Event description:
It was reported that a user of the ilet system experienced hyperglycemia following a high-carbohydrate breakfast announced as usual. The user was guided through a site-only infusion set change and later reported glucose trending down to 179 mg/dl. Symptoms included hyperglycemia peaking at 346 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem found, and a usage problem identified as an incorrect size meal announcement in relation to actual carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.